Event description:
It was reported that the patient had a hemorrhage and the system was removed after approximately 24h. Hcp team detected that the area where the product was applied had necrotic tissue which described as "burn". Lot number cannot be confirmed as there are two possible options: 1806 & 1811.

Manufacturer narrative:
A device history record review was carried out for both lot numbers supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Although a photo of the sternal dehiscence was provided and has the appearance of multiple necrotic areas throughout the wound, no further clinically relevant documentation was provided. The underlying factor of the wound dehiscence was not provided and it remains unknown if the acticoat dressing was kept moist and/or if the IFU was followed within the reported 24 hours of contact. It cannot be concluded if the necrotic appearance could have also been discoloration from the nanocrystalline silver. In conclusion: a thorough medical investigation cannot be performed based on the limited information provided and the root cause of the necrotic areas cannot be concluded, although the underlying cause of the wound dehiscence itself could be a possible contributing factor to the event. The patient impact beyond the reported "burns" and/or tissue necrosis cannot be determined.

Manufacturer narrative:
Our investigation into this complaint has now concluded. A device history record review was carried out for both lot numbers supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Although a photo of the sternal dehiscence was provided and has the appearance of multiple necrotic areas throughout the wound, no further clinically relevant documentation was provided. The underlying factor of the wound dehiscence was not provided and it remains unknown if the acticoat dressing was kept moist and/or if the IFU was followed within the reported 24 hours of contact. It cannot be concluded if the necrotic appearance could have also been discoloration from the nanocrystalline silver. In conclusion: a thorough medical investigation cannot be performed based on the limited information provided and the root cause of the necrotic areas cannot be concluded, although the underlying cause of the wound dehiscence itself could be a possible contributing factor to the event. The patient impacts beyond the reported "burns¿ and/or tissue necrosis cannot be determined. Should additional clinically relevant information become available the clinical/medical task may be re-evaluated. A visual inspection was performed on the product and no issues were observed. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.